Event description:
A "workhorse" wire was advanced to the 99% stenosed, difficult lesion in the mid left anterior descending (lad) artery. An unsuccessful attempt was made to advance a 2.0 mm balloon. An unsuccessful attempt was made to advance a viperwire next to the "workhorse" wire. The viperwire was removed, and a sapphire 1.0 mm balloon was advanced, and crossed the lesion. Upon inflation, the balloon ruptured. The balloon, seconds prior to having ruptured, had been inflated to 8 atm. The ruptured sapphire balloon was removed. The 2.0 mm balloon previously used, was then successfully advanced. Several inflations of the balloon to 8 atm were completed, and the balloon was removed. Imaging was performed revealing a perforation. Atherectomy was not performed. The procedure was completed with balloon angioplasty and stent placement. The patient was stable throughout the procedure. The balloon will not be returned.